Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse inspected system and cables. After reviewing the log, the issue was an empty cmos battery in the host pc. To resolve the problem, fse re seated the ram and hard disk. A similar issue happened on (B)(6) 2026, to resolve the problem, fse restored the ghost backup to fix the software issue. After reseating the ram and hard disk, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.